Event description:
It was reported that pt underewent left total hip arthroplasty in 2007. Revision procedure was performed 4 months later, components were removed due to infection.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Correspondence received from user facility indicates device is available for on site eval only.